Event description:
When disposable harmonic handpiece device was about to be used, the harmonic machine kept giving the error message "tissue in jaws." Device jaws were inspected, no tissue found and jaws were wiped off. Device used again only to have the same error message appear, and still no tissue was found in jaws. A new disposable harmonic handpiece had to be opened to use for the remainder of procedure.